Manufacturer narrative:
The reported field event of non-sustained right ventricular oversensing due to noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the patient was brought in for isometrics, it was determined there was a loose set screw. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a patient notifier. Upon interrogation, multiple non-sustained rv oversensing episodes due to noise were observed. The noise was reproducible with pocket manipulation. A lead revision was performed. The lead was reset in the header and the issue was resolved. The device remains implanted. There were no complications during the procedure and no symptoms were reported by the patient.